Event description:
A customer initially reported that the trim knobs on dash monitors throughout the hospital were not accessible. It was subsequently reported that all hard-wired beds across the network became inadvertently disconnected. The system was down for approximately 3 hours. The issue was isolated to single dash monitor, which was broadcasting redundant packets across the entire mc network, overwhelming network traffic and causing the monitors to lock up. The dash monitor, however had wireless enabled and was hard wire connected to the mc network in the admitted state. No pt was being monitored at this dash. The hospital biomedical engineer turned off the wireless capability, then connected the monitor by hard wire. Once the wireless was disabled, the trim knob was functional, allowing all hard-wired beds to reconnect to the network. Ge healthcare's investigation into the reported occurence is still ongoing. A f/u report will be issued when the investigation has been completed.